Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device delivered an unintended amount of insulin. It was reported that at 6:18am the infusion device delivered an unintended bolus of 20 units while the patient was sleeping. The patient experienced hypoglycemia and had a seizure. The paramedic's were called. The blood glucose result obtained on the paramedic's meter was not provided. The paramedic's treated the patient with biscuits and a "sugary drink". The patient was not taken to the hospital. The infusion device was requested to be returned for product evaluation.